Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). It was reported that from patient experienced issue with eight infusion sets as they fell off during use. It was stated that events were occurred on various dates 08-feb-2024, 22-feb-2024, 15-mar-2024, 31-mar-2024, 11-mar-2024, 30-apr-2024, 09-may-2024 and 22-may-2024. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 8 of 8.